Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was estimated that the temperature inside the housing rose due to the failure of the 7 fans, and e337 was displayed. Also, the cause of the failure has not been identified. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that error codes e433 and e337 occurred while using the video system center. There was no procedural or patient impact associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of an e433 error was not confirmed; the customer¿s allegation of an e337 error was confirmed due to a failure of lyaphan. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.